Manufacturer narrative:
Concomitant products: product ID 8709, lot# l55563, implanted: (B)(6) 1998, explanted: (B)(6) 2013, product type catheter; product ID 8575, lot# n093354, implanted: (B)(6) 2007, product type accessory; product ID 8709, lot# unknown, product type catheter. (B)(4).

Event description:
It was reported that the catheter replacement was performed due to a tear. It was noted that the pump had been replaced a week prior to the catheter revision because it had reached end-of-service. At the end of the pump replacement procedure, the surgeon was able to aspirate cerebrospinal fluid from the catheter access port. There was no sign that the catheter was kinked or torn at that time. The patient later experienced the underdose symptom of returning spasticity. A dye study was performed with an x-ray and a tear was discovered at the area where the catheter entered the intrathecal space. The catheter was later explanted and replaced. At the time of report, the patient was ¿with injury¿. It was clarified that the injury was ¿increased spasticity¿. The device system was used to deliver lioresal. Ten days later, it was reported that the patient¿s injury was a ¿return of severe spasticity¿.